Manufacturer narrative:
Concomitant medical products. Erbe electrosurgical generator. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. As reported to customer relations, "the customer had an instance where the device did not strip properly- causing difficulty to strip, fraying of the catheter, and loss of wire guide cannulation." (See related MDR 1037905-2016-00342).